Event description:
Per the clinic, the patient experienced headaches and pain around the implant site. The patient was treated with antibiotics (type and date not reported). The implanted device remains.

Manufacturer narrative:
Implanted device remains.